Event description:
It was reported that on (B)(6) 2026, a 35 mm navitor vision valve was selected for implantation using a flexnav delivery system (ds). The patient's native annular measurements were reported as a perimeter of 91.1 mm, an annulus diameter of 29.0 mm, and an area of 646.3 mm². No history of right bundle branch block (rbbb), left bundle branch block (lbbb), or first- or second-degree atrioventricular block was reported. The length of the membranous septum could not be determined due to poor scan quality. No calcification extending beneath the aortic annular plane into the interventricular septum was reported. Pre-dilatation was performed using a 26 mm non-abbott balloon. During valve deployment, while in the cusp overlap view (cov), the inflow edge of the constrained valve was positioned at the base of the aortic annulus within the capsule, and the pigtail was confirmed to be at the bottom of the non-coronary cusp (ncc). At 80% deployment, the implanter switched to the lao view and confirmed that, with stent parallax removed, the implant depth was at an acceptable level below the annulus. Following valve deployment, the superior portion of the stent did not fully expand. The user believed the non-uniform expansion was related to patient anatomy and reported tissue/calcium interference affecting expansion. The final implant depth was reported as 3¿4 mm. The implanter evaluated the non-uniform expansion and performed post-balloon aortic valvuloplasty (post-bav) as mitigation. A 28 mm non-abbott balloon was used for the post-implant bav. Following implant, the patient experienced a partial arrhythmia. Due to the partial arrhythmia, a temporary pacemaker was utilized, and the patient left the catheterization laboratory with the temporary pacemaker in place. It was reported that the physician was uncertain whether a permanent pacemaker would be required and left the temporary pacemaker in place as a precaution. The patient was subsequently transferred to another hospital. Information regarding whether a permanent pacemaker was ultimately implanted is unknown. The patient remained hemodynamically stable throughout the procedure, and no clinically significant delay was reported. The patient's status was reported as discharged.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.